Manufacturer narrative:
Device manufacture date: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j leaked when priming inside the infusion set with glucose. The customer noticed that the liquid leaked before use. No serious injury or medical intervention was noted.

Manufacturer narrative:
Investigation summary: one used sample has been received (not used with chemo). The sample received was tested: the injector was used to pass the liquid from the infusion bag to a vial. No leak has been observed during this operation. Later, the injector was disassembled from the infusion bag and connected to a syringe with colored liquid inside. The liquid was transferred to the vial and no leak has been observed. No liquid is observed inside the piston (as the liquid is red colored it would be easy to notice it). Several tests and inspections are carried out to avoid faulty parts. Among them, positive pressure test is performed to verify the properly welding of the sealing as well. Device history record cannot be reviewed as the lot is unknown. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Positive pressure test is performed according to pc-225 to verify the properly welding of the sealing as well. Conclusion: no leak has been observed, no liquid inside the piston neither. Device history record cannot be reviewed as the lot is unknown. No root cause found. Based on the low severity and frequency of the defect (according to ps-001) and acceptable results for the received sample, it was determined that no CAPA is required.